Manufacturer narrative:
(B)(4). Evaluation summary: an unused sample was returned for evaluation. Visual inspection failed to identify the reported issue. The device was found to be within specification the cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported white flakes were noted in tpn solution pumped into an eva bag. Where in the process the event was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.